Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image interference. This issue occurred during set up/inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable and flickering horizontal stripes on the image. A root cause could not be identified. Based on the results of the investigation, damaged cable causes flickering horizontal stripes and interference on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.